Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl 250 mcg/ml at 119.53 mcg/day via an implanted pump. It was reported the patient was on oxycodone for many years and now there was fentanyl in the pump. The patient did not think there was really fentanyl in the pump because it was not working the way it should be or continuously. It was noted the medication was helping her back, but was it not getting to their neck or knees all the time. The patient also felt like the pump was stopping. The patient wanted to know who the drug manufacturer the hcp was using because they have family members in the dea that were trying to ruin her life and make it look like she was getting the pump removed when she did not want that. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.